Manufacturer narrative:
This was not returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of high impedance is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricle (rv) lead exhibited high, out of range shock impedance of great than 200 ohms. The physician reported the shock impedances to be consistently high. All other measurements are within normal range. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported. New information was received during a follow up appointment, lead integrity testing , at 1,1 j and shock impedance was >125ohm. The physician scheduled the patient for a lead revision procedure the next day. New information was received that this rv lead was explanted, and new one implanted. X-ray images confirmed no lead fractures. Besides surgical intervention, no adverse patient effects were reported.